Event description:
A report was received that the patient was experiencing pain as a result of anchor placement. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. Additional information was received that the patient underwent a revision procedure wherein the clik anchors were buried deeper because they were too superficial and causing the patient pain. The leads were also revised due to lead migration as confirmed by x-ray.

Event description:
A report was received that the patient was experiencing pain as a result of anchor placement. The patient will undergo a revision procedure.